Event description:
During a da vinci s surgical procedure, arcing was observed to have come from the monopolar curved scissors instrument with tip cover accessory attached. No pt harm, adverse outcome or injury was reported, and the planned surgical procedure was completed.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering found evidence of arcing. The tip cover was returned with a large hole burned through the silicone and ultem sleeve. The silicone exhibits localized melting around the hole and has a .450" long section of charring on the sleeve, indicating an arcing event occurred. The hole is oblong, roughly .105" x .075", located at the silicone to sleeve interface. The site returned an mcs instrument with a char mark and material removal on the proximal clevis silicone seal. With the tip cover installed on the instrument, the hole position is approximate to the char mark. The tip cover also exhibits various mechanical tears in the silicone, including adjacent to one edge of the hole and at the tip.